Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that this patient received two appropriate shocks with some delay between them. Between this delay, there were some rhythm changes. Troubleshooting was performed to reduce the delay time between the shocks. No adverse events were reported.

Manufacturer narrative:
On (B)(6) 2022 the system was successfully explanted and replaced with a transvenous system. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this devices delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that this patient received two appropriate shocks with some delay between them. Between this delay, there were some rhythm changes. Troubleshooting was performed to reduce the delay time between the shocks. No adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this devices delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Event description:
It was reported that this patient received two appropriate shocks with some delay between them. Between this delay, there were some rhythm changes. Troubleshooting was performed to reduce the delay time between the shocks. No adverse events were reported.